Manufacturer narrative:
The device has not been received for evaluation. The directions for use (dfu) for the edwards model 120804f fogarty arterial embolectomy catheter cautions that balloon rupture and tip separation may occur in situations when the recommended pull force is exceeded to remove adherent material.

Event description:
It was reported that the balloon broke inside of the patient's vein during use. Follow up with the risk management department indicated that is indeterminable as to what the nurse meant by "broke" the patient's condition is unknown; however, the hospital reported that the patient was discharged. No further details concerning the reported event are available.